Event description:
It was reported that the patient underwent a cervical procedure at c3-c4 to implant anterior fixation plate and screws. The 4.0×13mm screw was implanted first. However, the screw reached cortical bone therefore it was decided to be removed to change to a smaller sized screw. The 4.0×13mm was replaced with a 4.0×12mm screw. The 4.0x 12mm screw seems to be not very stable due to the multiple insertions. No patient complications were reported before or after the surgery.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are lot #h10a1755 and h10c5756. This part is not approved for use in the united states; however a like device catalog # 876-713, 510k # k970806 was cleared in the united states. The manufacture date for lot h10a1755 is 02/09/2010, the expiration date is 02/09/2018; the manufacture date for lot h10c5756 is 03/26/2010, expiration date is 03/26/2018. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Per the reported event, we do not believe that the device caused or contributed to the reported event. However, we are filing this report for notification purposes. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.